Event description:
Procedure type: laparoscopy. According to the reporter: as the throat was being removed from the abdomen, the sleeve of the trocar caught tissue (this time it was some of the omentum, but earlier they had experienced it being some of the small bowel as well). This is the third time this happened and with different surgeons. They have been instructed in correct use of the step trocar (which they have been using for years) and they use it as intended. The abdomen was re-insufflated to check for any damages caused by the versastep port. There was no injury to the pt. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss or tissue damage. There was no extension of the incision as a result of this problem. No reinforcement material was used.

Manufacturer narrative:
(B)(4).